Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(4). Batch: 21036461.

Event description:
It was reported that the experienced intermittent stimulation and overstimulation. When reprogrammed, the patient sat straight and then bend forward and backwards, and impedances would change depending on the position. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. All explanted device components will not be returned as they were discarded by the facility.